Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The patient was advised to assemble new infusion set and reservoir and rewind the insulin pump. The patient was advised to the new reservoir and run manual prime to at least 5u and observe insulin exit the tubing or insulin pump alarms. The customer reported that the insulin exits with the manual prime. The customer was advised that insulin pump is working as designed. The customer was advised that the alarm is caused by set/reservoir occlusion. The customer was asked to return reservoir and infusion set for analysis and sending replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used reservoir and performed visual inspection, found 2 stopper plungers inside barrel.